Manufacturer narrative:
Patient ID, dob & weight not provided for reporting. This report is for unknown drill bit/unknown lot number. Subject device is expected to be returned for manufacturer review/investigation. Original implant date is unknown. It was reported that the drill bit snapped off in the patient's tibia. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude u/f report # (B)(4) reported: this complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported that on (B)(6) 2017, during an open reduction internal fixation of the left pilon, two devices were reportedly broken. The tip of a 2.5mm drill bit snapped off in a patient's tibia. The broken drill bit fragment was intentionally left in the patient bone; no medical intervention was attempted to remove the drill bit fragment. Additionally, the head of a 3.5 x 36mm screw popped off. The screw head was retrieved and discarded. It was verified by radiology that the screw body was in the patient bone. The surgery was successfully completed with no additional patient harm, device malfunction and no additional medical intervention. The patient was reported to be stable at the end of the procedure. All available information has been reported.